Manufacturer narrative:
The device was returned to olympus for evaluation, and the evaluation found that there was foreign matter inside the nozzle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported that while using the colonovideoscope, water felt cloudy when pumping. The event was found during the procedure. There were no reports of patient harm. During the device evaluation, the following reportable malfunction was found: there was a foreign matter inside the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Event description:
The diagnostic procedure was completed using the subject device, which was inspected before use.

Manufacturer narrative:
Correction to b5: information regarding procedure completion was inadvertently missed on the initial medwatch. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional information provided by the customer (b5/h10). When the foreign material was identified, olympus requested additional information from the customer on their reprocessing practices. The customer reported the device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, there was no delay in the start of the pre-cleaning. The customer reported that during manual cleaning, there were no abnormalities in the reprocessing accessories, the air/water nozzle was flushed with air and water, the nozzle was wiped with lint-free cloths/brushes/sponges and the air/water nozzle was flushed with detergent solution. During investigation, a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 months since the subject device was manufactured. The device instructions for use document was reviewed. Review showed relevant instruction related to detection of the issue in chapter 3: preparation and inspection. Also, the reprocessing manual provides relevant prevention steps in chapter 5: reprocessing the endoscope. During investigation, the root cause could not be determined. The foreign material was identified as organic silicone. However, the origin of the silicone could not be specified as silicone-based materials are used in various ways (such as watertightness packings, silicone-based glue, and silicone parts). Additionally, the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and no deviations in the user's reprocessing method from the instructions for use. Olympus will continue to monitor field performance for this device.